Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to worn out video connector pins. The device was also found not to display images with 180 scopes. Additional findings that were recommended were to update the old version main switch, and to upgrade software version 1.06 to version 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that while using the evis exera iii video system center, there were intermittent connection issues; the image would be lost on the display where the scope was connected. The issue occurred during the procedure and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image occurred due to a worn video jacket pin, as the image became unstable when the pigtail moved in small pieces. It¿s probable the worn video jacket pin was due to repeated use. However, a final root cause was unable to be identified. Additionally, it¿s likely the loss of image occurred with the series 180 scope because of a faulty patient board set. As for the cause of the faulty patient board set, the subject device was manufactured prior to the design change of the dr printed circuit board which was implemented to prevent reoccurrence. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.